Event description:
During denervation procedure,when the probe was plugged in the error code 06 came up.the spine specialist stated that she did not have any details except that the spine generator failed that day.surgery center director indicated that they could not clear the warning-06 error message and had to cancel the case.the procedure was rescheduled for 02/28/2006.